Event description:
A customer complained that a higher than expected vitros tropi es result was obtained from a single patient sample when using vitros tropi es reagent on a vitros 5600 integrated system. Patient result: 0.060 ug/l vs expected <0.012 ug/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The result was not reported outside of the laboratory, and there were no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that a higher than expected vitros tropi es result was obtained from a single patient sample when using vitros tropi es reagent on a vitros 5600 integrated system. Root cause for the event could not be determined; however, inappropriate pre-analytical sample processing could not be ruled out. The investigation found no evidence to indicate that the customer¿s vitros troponin I es reagent or an unexpected 5600 analyzer issue were contributing factors to the event.